Manufacturer narrative:
A supplemental MDR is being submitted due to administrative findings, sections g6, h2, a2.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the valve malposition may have been due to suboptimal depth of valve implantation during the index procedure may have been a contributing factor to the observed malposition. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the valve may have migrated over time, potentially secondary to the hemodynamic alterations associated with the implantation of a left ventricular assist device (lvad). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation was confirmed based on imagery provided. Available information suggests malposition likely contributed to the event as observed in imagery provided. Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This event is being conservatively reported in accordance with 21 cfr part 803, based on customer-provided information indicating that a reintervention involving the edwards device is planned for the patient. This report reflects the current understanding of the event based on available information. Any updates or findings from ongoing investigation will be submitted in accordance with FDA reporting requirements.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 8 months after a tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient presented with moderate to severe aortic insufficiency (ai). Upon follow-up, the valve clinic coordinator (vcc) noted that while the physician had evaluated the patient, they were not yet convinced the valve was failing. The physician is consulting with the heart failure team to assess whether lvad speeds and flow may be contributing to the ai, which appeared only mild on the most recent echocardiogram. Further clarification from the vcc indicated that the ai had both central and paravalvular components, as noted in the physician's report, and the most recent echo was provided. A proctor review revealed that the 29mm sapien 3 valve, in conjunction with an lvad, appeared to have migrated over time, now sitting very low across the annulus approximately 20% aortic and 80% ventricular. This positioning likely places the sealing skirt below the annulus, potentially contributing to the leak. The valve was also found to be under-expanded at 26.9mm at the mid-frame. The echo confirmed moderate central regurgitation and mild to moderate paravalvular leak (pvl). The proctor recommended implanting a 29mm sapien 3 ultra resilia (s3ur) valve with +2cc of volume, positioning the top of the frame 4'5mm above the existing valve to improve sealing and prevent further migration, effectively converting the original valve into a 'covered stent.' A review of the index procedure confirmed successful valve placement, with optimal positioning verified by ascending aortography and intraoperative echo, which showed no ai and no coronary compromise. Hemodynamic assessment revealed no systolic gradient. However, image review and clinical evaluation suggest that suboptimal depth of valve implantation during the index procedure may have been a contributing factor to the observed malposition, in addition to possible mechanical forces from the lvad.